Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of transmission, non-sustained rv oversensing episodes due to electro-magnetic interference was observed. There were no adverse consequences to the patient.